Manufacturer narrative:
The device was not in use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Additional information was received indicating the device navigation ring issue was discovered during performance verification testing, which is outside of clinical use and, therefore, not reportable.

Manufacturer narrative:
Report date: 12aug2021.

Event description:
It was reported to philips by a customer that the unit's nav-ring defective. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated unit had a faulty nav-ring and changes must be made on touchscreen. It is unknown if any part or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.